Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the ICU. Per the reporter the patient had sepsis and increase spinal pressure, indicating that the pressure was ¿double what it should be¿. The patient had been admitted to the hospital the day before the report. The pump was used to deliver bupivacaine and morphine. Additional information later reported the patient was unconscious and on a ventilator. The nurse mentioned to the reporter that the patient¿s spinal pressure was twice normal. Per the reporter as of the week of (B)(6) patient was still in the hospital. Additional information has been requested, but had not been received as of the date of this report.